Event description:
The customer reported, the system displayed a saturation error. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The system operates as intended.